Manufacturer narrative:
D10: concomitants: 02-020-13-0240 - truliant cr cem fem cr cem left sz 4: (B)(6), 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t: (B)(6), 200-07-29 - advanced patella 29m 3 peg implant: (B)(6), 201-78-15 - holding pin mini sharp point 4 pk: (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6), 521-78-32 - threaded pin size 3.0 collarless 2pk: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient who had an initial left knee implanted underwent a revision procedure approximately 3 years 6 months post the initial procedure. The patient was revised due to anterior knee pain. Patella osteophytes removed and poly exchange was done with no issues. No device breakages or surgical delay indicated. The patient was last known to be in stable condition following the event. X-rays provided. The explanted devices are not available for return. Device images were provided. No further information.

Manufacturer narrative:
The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the devices were not available for evaluation images were provided and based on those, the revised tibial insert and the radiographs appear unremarkable. D1: corrected g4: corrected h6: corrected health effect and investigation clinical codes.